Event description:
Healthcare professional reported right side "capsular contracture [baker grade] 3" and "chronic inflammation with - fibrosis." Healthcare professional later reported ¿loss of right sensation¿ and ¿suspicion of rupture." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: ased on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Decreased sensitivity: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. Additional observations: observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side "capsular contracture [baker grade] 3" and "chronic inflammation with - fibrosis." Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "capsular contracture [baker grade] 3" and "chronic inflammation with - fibrosis." Healthcare professional later reported ¿loss of right sensation¿ and ¿suspicion of rupture." Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 02/20/2024.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ inflammation/irritation: unable to observe since it is not related to the device. ¿ decreased sensitivity: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional later reported right side ¿loss of right sensation¿ and ¿suspicion of rupture".